Event description:
Thirty minutes into ECMO, the device leaked from the seam. During unit change-out the pt was off bypass for approx 8 minutes with unknown blood loss. Although the pt expired the following day, the hcp indicated the device did not contribute to the pt death.